Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for replace battery now alarm. Customer¿s blood glucose was unknown. Customer stated that she just changed the battery and the insulin pump is alarming that it needs another battery. Customer changed battery and it was okay for about 30 mins and then alarmed replace battery now. Customer reported that they did not receive a low battery alert prior to the replace battery now alarm. Customer stated that the battery was not previously used. Customer reported that this is the second occurrence of replace battery now without a low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The device received no unexpected battery power loss alarm during testing and no unexpected replace battery now alarm.